Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Further analysis indicated that the returned device revealed lifted hybrid bond wires. The por was due to low battery supply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout for elective replacement indicator (eri), there was an error message indicating an electrical reset. The device was removed and replaced. It was also noted that there was a loss of capture. The lead remains in use and no patient complications have been reported as a result of this event.